Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 13-jan-2026 as the complaint no longer meets the description of a reportable incident (use error situation: physician/assistant fails to select appropriate wire guide size). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Device evaluation: the device evaluation of the evo-fc-10-11-8-b of lot c2296053 was returned for evaluation, with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 19 november 2025. The following was observed: visual inspection: protective tubing in place on return safety wire returned in place. Red marker at last dimple. Directional button in the deployed position. Stent noted to be partially deployed on return. Introducer examined and no damage observed. Functional inspection: handle actuating fine for deployment and recapturing. Unable to deploy the stent. Handle opened. Outer sheath noted to be separated from the shuttle. All other components intact. The reported failure was observed. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. An nc code (pac-02) was noted for lot number c2296053 however this relates to lose foreign material and would not have attributed to this complaint issue. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2296053. Historical data review: not applicable for use error complaints as per investigation requirements. Instructions for use and/or label: the instructions for use, ifu0062 which accompanies this device, instructs the user that ¿the stent is mounted on an inner catheter which accepts a 0.035 inch wire guide, and is constrained by an outer catheter.¿¿ there is evidence to suggest that the customer did not follow the instructions for use. It is known from the information provided that the user employed the use of a 0.025 inch wire guide. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause of use error was established. The user has not complied with the requirements of the IFU and/or label. It is known from the available information that a 0.025¿¿ wire guide was used rather than the instructed 0.035¿¿ wire guide. The smaller size wire guide would have lent insufficient support to the device which in turn led to resistance during deployment causing a build up of pressure within the device, leading to the outer sheath to separate from the shuttle and ultimately causing the inability to deploy the stent. Confirmation of complaint: complaint is confirmed based on functional/visual inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, during an attempt to insert a stent in the bile duct, difficult and prolonged pressure during stent deployment and breakage (blockage) midway was experienced. Confirmed quantity of 01 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Definitive root cause of use error was established. The user has not complied with the requirements of the IFU and/or label. It is known from the available information that a 0.025¿¿ wire guide was used rather than the instructed 0.035¿¿ wire guide. The smaller size wire guide smaller wire guide would have lent insufficient support to the device which in turn lead to resistance during deployment causing a build up of pressure within the device, leading to the outer sheath to separate from the shuttle and ultimately causing the inability to deploy the stent.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 13-jan-2026 as the complaint no longer meets the description of a reportable incident (use error situation: physician/assistant fails to select appropriate wire guide size). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Cust wrote on the order: undetermined. Do not bill. The customer answered my email: this is a medical device vigilance report due to a launching defect. I'm leaving it to the pharmacist, mr. (B)(6) (who is copied on this message) to report this medical device vigilance report. "As per cc form": difficult and prolonged pressure during stent deployment and breakage (blockage) midway. Answers to additional questions received on 12-nov-25. Was the device inspected for damage before use? Yes. What was the target location? Ercp stenosis bile duct. Details of the wire guide used (diameter, type, make)? 0.25 inch metii cook. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? No if altered please. Indicate the procedure type (e.g., cholodochojejunostomy) what endoscope type and channel size was used? Fujifilm duodenoscope chanel 4.2. What was the position of the elevator? Open was the zip port facing upwards and slightly curved when backloading the wire guide? N/a. Did any part of the stent contact the patient's anatomy when the complaint occurred? Yes was pre-dilation performed? No. Was there resistance felt passing wire guide through stricture? No. Was resistance encountered when advancing the delivery system to the target location? No easy. Was there resistance felt passing the evolution through stricture? No. Was the directional button pressed during use, no. Was a stent previously placed at the same or adjacent location? (If yes, was the complaint stent placed in the stent that/was already in situ?) Did the patient require any additional procedures as a result of this event? N/a, yes, no. What intervention (if any) was required? Second ercp stenting at the same time. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? No. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? N/a.